Manufacturer narrative:
A stryker quality assurance engineer spoke to the stryker sales account manager regarding the issue. He stated that there was no injury as a result of the patient fall. He also communicated that the bed exit alarm not going off was most likely due to user error as the bed exit alarm was not actually set when they thought that it was. This issue was resolved for the customer by providing further education on how to properly set the bed exit alarm.

Event description:
It was reported that the device was displaying a green light on the bed when they went in the room, but bed alarm was not going off. As a result, there was a patient fall. No serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device was displaying a green light on the bed when they went in the room, but bed alarm was not going off. As a result, there was a patient fall. At this time, no serious injuries or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.